Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-34 was noted on the erbe electro surgical unit (esu). Prior to calling technical support, the customer replaced the instrument cable and restarted the iesu; but, the issue persists. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer disconnect all the instrument cables and restart the iesu; but, the error c-54 (25913) comes up without any instrument connected. The surgeon elected to convert the procedure to laparoscopic surgery. There was no report of patient injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrical surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure. The iesu was placed on an in-house system and recognizes instruments but doesn't recognizes equipment, fixture, or tool (eft) test instruments. .